Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect catalog # (dib00u0210-12) was inadvertently entered in the section "d4" of the initial MDR report instead of "dib00u0210"; therefore, the information has been corrected in this supplemental MDR report. The following field was updated accordingly: section d4: additional device information: catalog number: dib00u0210. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer needed a replacement for a defective intraocular lens (iol) that was implanted and removed from the patient's left eye. It was learned that the event was about "lens tore coming out of the inserter and when injected into the eye". Iol was then removed and replaced with new iol. Surgery completed successfully using the back-up lens. No issues after the back-up lens was used. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: nov 14, 2024. Section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection of the complaint device reveals that the plunger rod was fully advanced. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no viscoelastic residue or damage. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. No lens was received for evaluation. The complaint issue " dc-iol torn" was not identified during product evaluation. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.